Event description:
It was reported that the patient's left ventricular lead exhibited failure to capture. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned one piece for analysis. Electrical testing, visual and x-ray examinations did not find any anomalies.